Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed tissue between the jaws, but the jaws were not stuck shut. The device was found to function within spec. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. The IFU for this device states keep the instrument jaws clean. A build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.

Event description:
The customer reported that at the beginning of a hemicolectomy, an end tone was heard, indicating a completed seal cycle, but no tissue effect was seen. When taken out of the port, a regrasp alarm sounded. Another device was used to complete the procedure without incident. There was no pt injury.